Event description:
It was reported that an unspecified number of pen ndl 32g 4mm 100bx 1200 USA were unable to deliver medication and difficult to operate during use. "It was reported that the needles clog during the injection and do not securely attache onto the pen. Verbatim: consumer reported finding needles that clog during injection consumer reported finding needles not attaching onto the pen securelot # 0105185 catalog# 320122date of event unknownsample status discard".

Manufacturer narrative:
H.6. Investigation: a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm 100bx 1200 USA were unable to deliver medication and difficult to operate during use. "It was reported that the needles clog during the injection and do not securely attache onto the pen. Verbatim: consumer reported finding needles that clog during injection consumer reported finding needles not attaching onto the pen secure lot # 0105185, catalog # 320122, date of event unknown, sample status discard."